Event description:
"Catheter tip was seriously charred during ablation." There is no adverse event. However, the report of char is a concern due to the risk of serious injury that can occur. It is decided that, in this case, filling a MDR to the FDA would be an appropriate action.

Manufacturer narrative:
None selected because there was no adverse event.